Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/increasingly severe pain') and embedded device ('two embedded metal coils within the bilateral cornu.') In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, dysmenorrhea and chronic cervicitis. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), back pain ("back pain"), abnormal weight gain ("excessive weight gain"), abdominal distension ("excessive bloating"), rash ("excessive rashes"), alopecia ("excessive hair loss"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, medical device discomfort, back pain, abnormal weight gain, abdominal distension, rash, alopecia, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, alopecia, anxiety, back pain, depression, embedded device, medical device discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. Most recent follow-up information incorporated above includes: on 13-apr-2021: medical records received- new reporter, lab data, medical history, removal procedure were added. Event embedded device added .imrdf/FDA codes updates. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/increasingly severe pain') and embedded device ('two embedded metal coils within the bilateral cornu.') In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, dysmenorrhea and chronic cervicitis. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), back pain ("back pain"), abnormal weight gain ("excessive weight gain"), abdominal distension ("excessive bloating"), rash ("excessive rashes"), alopecia ("excessive hair loss"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, medical device discomfort, back pain, abnormal weight gain, abdominal distension, rash, alopecia, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, alopecia, anxiety, back pain, depression, embedded device, medical device discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), back pain ("back pain"), abnormal weight gain ("excessive weight gain"), abdominal distension ("excessive bloating"), rash ("excessive rashes"), alopecia ("excessive hair loss"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (underwent surgery to remove on or around (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, medical device discomfort, back pain, abnormal weight gain, abdominal distension, rash, alopecia, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, alopecia, anxiety, back pain, depression, medical device discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.